Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported patient outcome could not conclusively be established through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1 of this document lists adverse events that may be associated with the use of the heartmate 3 lvas, including death. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The cause of death was communicated as a natural progression of the patient's post implant condition. The patient's post-implant stroke was reported under MFR # 2916596-2020-05924. The infection was captured under MFR # 2916596-2021-07398. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away in their sleep. The cause of death was do not attempt resuscitation (dnar). It was not device related. The pump was not explanted and would not return for evaluation. The patient was dnar at the long term care facility due to decline after stroke post implant, tracheostomy, and deconditioning from not ambulating. They also had infected wounds.